Manufacturer narrative:
The initial report was submitted with the wrong aware date in 'date received by MFR'. The correct date is 28-jun-2020.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose level. The customer's blood glucose levels were 2.8 mmol/l and 12.2 mmol/l. The customer also reported sensor related issues. The insulin pump will not be returned for analysis.